Manufacturer narrative:
It was determined that the cause of the reported complaint was a defective hospital wall outlet (nonge product). The anesthesia machine switched to battery backup, as designed, when ac power was lost. The unit ran on battery backup until the batteries were depleted.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit shuts down. There was no report of patient involvement.